Event description:
It was reported, during the procedure to implant this transcatheter aortic bioprosthetic valve (TAV), in a patient with severe aortic stenosis, complete heart block presented with a slow junctional escape rhythm. Temporary pacing was initiated. Following the TAV implant procedure, the patient was admitted to the cardiac intensive care unit for monitoring and permanent pacemaker implantation. Subsequently, two days after the TAV implant procedure, a permanent pacemaker was implanted. The patient was discharged to home in stable condition. Approximately one year, ten months following the TAV implantation procedure, a follow-up computed tomography scan and echocardiogram imaging were obtained. Review of imaging showed the TAV was well-seated with normal leaflet excursion and no leaflet thickening. Imaging identified circumferential but asymmetric pannus/soft-tissue thickening/tissue ingrowth versus possible thrombus in the inferior one-third of the TAV frame below the TAV leaflets, measuring approximately 1 mm - 3 mm, with the greatest thickening inferior to the right cusp. This degree of thickening and asymmetry was described as "concerning". Although no vegetation or leaflet thickening was seen, infection could not be entirely excluded. An unopacified left atrial appendage tip was reported but could not be assessed. No patient complications were reported as a result of this event. No further information will be provided.

Manufacturer narrative:
A. Select Patient Information cannot be included in the Regulatory Report due to regional privacy regulations. D. Suspect Medical Device The DCS is a concomitant device in use during the event, but is also a system reported device as the DCS cannot be excluded as a contributing factor to the adverse event and meets the reporting requirements in 21 CFR 803; Medtronic Brand Name: EVOLUT FX DCS; Product ID: D-EVOLUTFX-2329; Lot#: Unknown; Manufactured Date: Unknown; Use Before Date: Unknown; UDI#: Unknown; Non-implantable; FDA Site ID: 9612164 H6. The codes present in Section H6. correspond to multiple components/products that comprise this reported event. (B20:Valve; B17:D CS) Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.